Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the housing was cracked at the sides, the display was burned in, and the display label was blemished on on the universal battery charger (ubc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an lcd display issue, label issue and damaged housing was confirmed with the returned universal battery charger (serial # (B)(6). The submitted reference photos captured fractures on the housing with missing pieces. The damage appeared to be related to a sudden impact. Also captured, a damaged/blemished label and an lcd display issue. A root cause of the lcd display issue and label issue could not be determined through this evaluation. Performed repair and preventive maintenance on the unit. Performed all tests per procedure, which passed all testing. The universal battery charger was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Universal battery charger (serial # (B)(6) was shipped on 13sep2011. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use and the heartmate 3 instructions for use. Section 3, power the system, description of battery charger pocket lights and their meaning. No further information was provided. The manufacturer is closing the file on this event.